Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od). The lens was removed due to a disease in zinn's zonule. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4) surgical procedure, secondary surgery. Explanted. Work order search, medical review a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Per medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of the manufacturer and to the surgeon in case of severe deterioration of patient health. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a possible cause of the event has been determined to be due to the off-label use of the lens. (B)(4).

Event description:
Additional information received - this serial (B)(4) was inserted into the patient's left eye (os), not the right eye as previously reported. The lens was explanted during the same day of implantation.

Manufacturer narrative:
(B)(4) lens not returned.